Event description:
The customer reported that during a case, there were white bars running through the image and the image was loosing sync during live fluoro. When the xray switch was released the image would freeze on what had been displayed live. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep couldn't duplicate the problem. He flexed all of the cables caring a video and the problem didn't appear. He reseated the pcbs and video connections. The system operates as intended.